Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the pod experienced a needle mechanism failure. The cannula was only showing a little when the pod was removed and the pink slide did not move forward.

Manufacturer narrative:
Correction to h6 medical device problem code: from a15 to a0510correction to h6 component code: from g04092 to g04019